Event description:
It was reported that during device implant, it was not possible to connect the lead to the device. The device was replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event of the inability to connect the lead to device was not confirmed in the laboratory. The device was tested on the bench and a test lead was inserted and all set screws were properly tightened.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.